Event description:
The company was made aware that a physician performed a lead revision surgery due to high impedance.

Event description:
The company was made aware that a physician performed a lead revision surgery due to high impedance.